Event description:
While doing cystoscopy laser prostatectomy at end of procedure, the laser fiber tip burned away and apparently broke in two. The tip was not retrieved. A suction was attached to the cystoscope at the time. The tip may have been suctioned out of the bladder. As is routine, a catheter was left in place post-operatively. Co was notified and the fiber was returned.